Event description:
It was reported that during surgery the cable was fixated without problem up to three placed. However, it was found that the cable was hard to put through the sleeve and the surgeon tried to tighten the cable with a double-sided tensioner and it would not tighten it. Another new cable was used with the same double-sided tensioner without problem.